Event description:
It is reported that the customer's insulin pump is not responding during bolus. Customer stated the buttons/keypad is unresponsive. Customer stated he changed the batteries in the insulin pump several times and keypad is still unresponsive. The display screen starts up and then it goes through a countdown, then it goes to the icons. Troubleshooting was completed for battery out limit. Insulin pump alarmed after battery change, it was alarming during call. Customer stated the batteries were out of insulin pump greater duration than allowed. The blood glucose reading was 9.0mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.